Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The procedure was to perform bilateral stenting of a klatskins tumor. The pt had a zilver 635 8mmx8cm, stent on the left side. The physician was attempting to place a boston stent. The wire guide was running along the zilver 635 in the right hepatic. The physician attempted to place the boston stent and could not as the stricture was too tight. The stent was not deployed. The physician removed the device asn put a hurricane dilation balloon in. Then removed the dilation balloon and attempted to stent again with no success. The physician tried the dilation balloon again and could not get the dilation balloon off of the wire guide. This is when it was noted the wire guide was frayed. At this point the physician took a snare and cut the handle off and removed snare out of plastic sheath. The physician then put the plastic sheath over wire guide to remove wire guide and keep access and inserted another wire guide. The physician then went in with a fusion dilator and completed the procedure with a zilver 635 stent. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. Approx 19 cm from the distal end is a 6 cm section of exposed core wire. The coating has been pulled over itself towards the distal and the proximal ends. There is a 4 cm section of coating that is hanging from the wire and still attached. Approx 164 cm from the distal end is some minor damage to the coating. Due to the condition of the returned device it cannot be determined if a section of coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cool acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: correction action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.